Event description:
It was reported that high capture threshold was observed. Sensing could not be measureed, as patient showed no adequate rhythm. During explant, the stylet could not be inserted and the helix could not be actuated. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.